Event description:
It was reported that during use with one unit of a polyflux 170h, an external solution and blood leaked was observed due to "the vicinity of the inlet was broken". It was reported a "very small amount of blood had leaked", estimated to be less than 10ml. Blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection of the product with the naked eye shows the product contaminated and did not identify any abnormalities that could have contributed to the reported condition. After the disinfection of the product a leak test of the dialysate side was performed, and no leakage was found. A leakage test of the blood side was performed, and no leakage was found. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.